Manufacturer narrative:
The meter remote has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an error 1 meter error message. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may lead to a delay in treatment due to an inability to obtain blood glucose readings.

Manufacturer narrative:
Follow-up #1: date of submission 03/22/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 02/28/2017 with the following findings: a review of the meter records download showed an error 1 code. The meter powered up normally. No errors occurred during testing. The error 1 code could not be duplicated during testing.